Event description:
The balloon failed upon device placement.======================manufacturer response for mynx grip closure device, mynx grip (per site reporter).======================replaced faulty equipment.